Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the customer had a recurring replace battery now alarm. Customer's blood glucose was 267 mg/dl at the time of incident. Customer's parent stated that battery has been replaced multiple times and would not resolve the issue. Replace battery now alarm troubleshooting was performed. Customer's parent stated that customer did not receive a low battery alert prior to replace battery now alarm and this is the second occurrence. Customer's parent stated that they have been using new battery and no damage to the battery cap was observed. Advised customer's parent that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with normal operating currents. No unexpected replace battery now alarm noted. However, unexpected replace battery alarm noted in the insulin pump history due to connector resistance (printed circuit board). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window.